Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was an interstim issue. The patient stated that her device was giving her some options which she did not know which to use. There were no further complications that have been reported as a result of this event.